Event description:
The pt reportdly was seen for device eval. The audiologist exchanged external equipment. Testing conducted on the c1 device confirmed that the device was no longer functioning. The pt's device was explanted.